Event description:
Customer reported unexpected positive reactions (1+s to 2+) at immediate spin (is) and negative at the weak d phase with gammaclone anti-d, when testing a patient sample. Patient had no previous history at this facility. Repeat testing performed with ortho monoclonal anti-d in tube and gel technology resulted in negative reactions at is and at the weak d phase. No medical actions taken as a result of the unexpected positive reactions.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. The package insert states that "red blood cells of the crawford phenotype are agglutinated at the immediate-spin test phase and are usually nonreactive at the weak d phase." It is not possible to rule out the sample is an example of the crawford phenotype.